Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The patient's left atrial pressure was 12mmhg. Transseptal puncture was inferior posterior. During the procedure the device was unable to be implanted due to complex patient anatomy. Four partial re-captures were done before the device was fully re-captured into the delivery sheath and removed from the patient. The device was re-loaded onto a new 14f amplatzer torqvue 45x45 delivery sheath. Transseptal puncture was inferior mid. During the procedure the device was re-captured 3 times before the device was fully re-captured into the delivery sheath and removed from the patient due to complex patient anatomy. The procedure was aborted. Post-procedurally the patient developed a pericardial effusion. A pericardiocentesis was performed. The patient was transferred to the intensive care unit (ICU). The patient status was stable.

Manufacturer narrative:
It was reported that a during the procedure the device was unable to be implanted due to complex patient anatomy. Also reported that four partial re-captures were done before the device was fully re-captured into the delivery sheath and removed from the patient. The device was re-loaded onto a new 14f amplatzer torqvue 45x45 delivery sheath; during the procedure the device was re-captured 3 times before the device was fully re-captured into the delivery sheath and removed from the patient. Post-procedurally the patient developed a pericardial effusion and a pericardiocentesis was performed. The device was not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Please note that per the amulet instructions for use, "note: the device can be partially recaptured and redeployed a maximum of three times. If the device position is still unsatisfactory, then remove and replace both the device and the sheath." And "if the device is retracted farther than the radiopaque markers (fully recaptured), the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction." Based on the information available, the reported operation difficulties due to complex anatomy and re-use of device may have made it more difficult to deliver and position the amulet occluder and contributed to reported pericardial effusion; however, this cannot be conclusively determined. The reported intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.